Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that after the surgery they had to be catheterized and that now they thought they had a urinary tract infection (not alleged to be related to the device/therapy). The patient reported that they were peeing ok the evening after the surgery however they started having trouble urinating again on (B)(6) 2020. The patient increased the amplitude from 2.0 to 2.2 on program 3 where they felt strong, but comfortable stimulation. The patient was going to monitor their symptoms and follow up with their health care professional (hcp) as needed. It was noted that the patient's relevant medical history included pain from the implant surgery/stitches. The patient noticed that the pain had started the day of the implant surgery, (B)(6) 2020. The patient called again on (B)(6) 2020. The patient reported that since their last call they had seen their managing /health care professional (hcp) on wednesday and they had ¿removed the bag,¿ as well as any remaining fluid in the patient. After this, the patient stated that they were able to urinate on their own and they were very happy about it however when the hcp cathed them again they were still 500 ml which they felt was a bit much so they had requested that the manufacturer representative (rep) call the patient to change programs. The patient reported that the rep had helped them change to program 6 the day before however ever since then, the patient has only been able to dribble. The patient reported they self cathed and only got 200 ml out earlier in the day but in the evening they self-cathed again and got nothing out. It was reviewed with the patient how to change back to program 3 for the time being since that program was much more effective for the patient. It was recommended to the patient that they follow up again with their hcp office to discuss. There were no further patient complications are anticipated or expected as a result of this event.